Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The mother stated that the customer had nausea and vomiting prior to the event. The mother also stated that the insulin pump gave weak battery, bad battery and low battery alarms the night prior to the event. The mother stated that she changed the battery and then the insulin pump lost power with no warning. The mother asked to have the insulin pump replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No unexpected alarms or blank display were noted.